Manufacturer narrative:
The asr platform was voluntarily recalled from the market in (B)(4) 2010, and the asr product codes are now considered inactive. Further investigation of this individual incident will not be undertaken, as there is an ongoing investigation regarding the root cause(s) and/or corrective actions. (B)(4). Depuy considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened.

Event description:
Litigation papers allege patient suffered and continues to suffer potential cobalt and/or chromium poisoning, constant pain, necessary continued medical treatment, lost income, numerous doctors visits, numerous surgeries including revision surgery, infections, anxiety, fear and other economic and emotional damages. It is further alleged patient could not have known he was injured by excessive levels of chromium and cobalt until after the date he had his blood drawn and he was advised of the results of said bloodwork.

Manufacturer narrative:
Patient fact sheet (pfs) form received which identified the part/lot information. There is no new information that would change the outcome of the investigation. Depuy still considers the investigation closed at this time.

Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.depuy still considers the investigation closed.

Event description:
Update rec'd 3/29/2013- ppd and medical records received. A correct dor was provided. After review of the medical records for MDR reportability, the revision note from 6/17/2010 didn't indicate any infection as litigation alleged. There is no new additional information that would affect the existing MDR decision.